Event description:
Surgeon rejected the monarc subfascail hammock because as he stated, it is "too thin" and "does not feel right."======================manufacturer response for monarc subfascial hammock with tension suture, monarc subfascial hammock (per site reporter).======================they will send a shipping box and will inspect the sling.